Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, when a right ventricular (rv) lead was connected to this pacemaker, it exhibited loss of capture at maximum outputs. The rv lead was removed and tested with a pacing system analyzer which yielded normal results and thresholds. The physician decided to remove and replaced the pacemaker prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was connected to a module and a coulomb count test was performed which found the rv supply of the device was drawing at a higher than normal rate. An oscilloscope was connected to the device to analyze the functionality of the rv supply. It was noted that the device would charge up voltage, however the voltage was not sustained, and a drop-in voltage was observed immediately afterwards. This behavior is indicative of an open circuit being present on the rv supply, which was verified when the capacitor was isolated from the circuit. After substituting the capacitor, it was observed that the hybrid power draw returned to drawing power at a normal rate. Overall, analysis confirmed the observed the clinical observations were caused by the faulty capacitor on the rv supply of the device.

Event description:
It was reported that during an implant procedure, when a right ventricular (rv) lead was connected to this pacemaker, it exhibited loss of capture at maximum outputs. The rv lead was removed and tested with a pacing system analyzer which yielded normal results and thresholds. The physician decided to remove and replaced the pacemaker prior to pocket closure. No adverse patient effects were reported.